Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stopped to work. The pretest was good. At the begin of the surgery, the device was working normally. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.